Event description:
User reported that during the case sweep dropped to 2.9 l and fio2 dropped to 21%. User switched out the qvm as they were unable to control the gas with the qvm. Following the case the qvm was successfully calibrated with out it resolving the issue. Water traps were changed as moisture was found towards the qvm side. There were no reports of long-term health consequences to the patient.

Manufacturer narrative:
Spectrum medical have requested the return of the device for an investigation.

Manufacturer narrative:
User reported that during the case sweep dropped to 2.9 l and fio2 dropped to 21%. User switched out the qvm as they were unable to control the gas with the qvm. Following the case the qvm was successfully calibrated with out it resolving the issue. Water traps were changed as moisture was found towards the qvm side. There were no reports of long term health consequences to the patient.

Event description:
User reported that during the case sweep dropped to 2.9 l and fio2 dropped to 21%. User switched out the qvm as they were unable to control the gas with the qvm. Following the case the qvm was successfully calibrated with out it resolving the issue. Water traps were changed as moisture was found towards the qvm side. There were no reports of long term health consequences to the patient.